Event description:
It was reported that the technicians noted the aws x-ray operator shield was shattered in the morning. No injury reported. A field engineer was dispatched to the site and the shield was replaced. Once this was completed the system was working as intended.